Manufacturer narrative:
(B) (4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Intl customer reports that a needle broke while closing the sternum following a CABG procedure. The facility opines that the tip is retained within the sternum. No x-rays were performed to locate the fragment.